Event description:
It was reported the patient received an inappropriate shock due to oversensing on the right ventricular (rv) lead. The lead also exhibited high short interval counts (sic) and non-sustained tachycardia episodes. The lead integrity alert (lia) was also triggered. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed it was revealed that the inner and outer insulation of the lead were extrinsically breached due to a cut, the overlay tubing of the lead was extrinsically breached due to a cut and the helix was extrinsically bent. There was blood on a defibrillation conductor and the distal lv (low voltage) electrode of the lead was covered in blood and in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. Analysis of the device memory also indicated the right ventricular lead integrity alert was triggered and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).